Event description:
Customer had a hypoglycemic reaction and was admitted to the hospital. Customer alleged that this was due to readings that were too high. During a comparison with the hospital meter, the bayer meter was 30 to 50 mg/dl too high. However, no values were given. Testing with control solution was in the middle of the range: 105, 104 mg/dl, with a normal range of 89 to 120 mg/dl. Customer kept meter and was satisfied that it was working correctly.